Event description:
It was reported that during a da vinci-assisted thoracic esophagectomy surgical procedure, clinical sales representative (csr) reported that the stapler failed to fire during firing. No stapler error messages were reported on the logs. The stapler black reload was in use when the stapler stopped firing. The surgeon used a backup stapler to complete the staple line. It was recommended to return the stapler for failure analysis. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not delayed. The instrument was inspected prior to loading and unloading each staple. The surgical task being performed was stapling across the stomach with a black load. The stapler worked for two successful fires and then the event on the third fire. The stapler was in use for approximately 20 minutes of case time, approximately 3 minutes of actual time. The 3rd fire was involved in the event. 1st white, 2nd black and 3rd black. May have been additional staples from previous fire but I am uncertain due to not being in the room regarding the surgeon encountering any obstructions. No buttress material was used. There were malformed staples. Nominal fire, stapler did not have problems clamping and did not give pause for compression. The targeted tissue was the stomach. Uncertain if the tissue calcified, any prior radiation or chemotherapy the patient had, any tissue tension. There was tissue bunching during firing of the staples. The surgeon resolved and completed the procedure using another sureform 60.

Manufacturer narrative:
Based on the claim against the product by the customer noting malformed staples, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for part number: 48360t associated with this event has been performed. Per logs, the instrument was last used on transthoracic esophagectomy on (B)(6) 2022 on system sk4041 with 0 lives remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.